Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the touchscreen module was taking too long and upon canceling the software load, it would not boot properly afterwards. Fse reinstalled the software to the suite pc and reloaded the backup. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.